Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 15-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation review of the black box showed multiple reboot events on (B)(6) 2017. The battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap¿s threads were found to be stripped, and the cap was unable to fit properly; the reported ¿power¿ complaint was duplicated. A test cap could fit to maintain electrical connection. The ¿ez-prime¿ sequence was performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent conditions were found to the power printed circuit board.